Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Ref MFR report # 2032227-2014-14879.

Event description:
Customer reported a hospitalization for diabetes ketoacidosis. The customer stated he was hospitalized one to one and a half weeks ago. The customer's blood glucose was 687 mg/dl when he was on his way to the hosp. The customer declined to troubleshoot for high blood glucose. No add'l info provided.